Manufacturer narrative:
The insulin pump alarmed with a motor error during occlusion test, due to faulty force sensor resistor. Further functional testing could not be performed, due to motor error alarms. However, the device was received with operating currents within specifications and passed unexpected restart error test, self-test, and displacement test. The motor was tested outside the device and passed. The insulin pump alarmed with a button error, followed by intermittent button response, due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was also received with a cracked case at display window corners and battery tube threads and minor scratches on the display window.

Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer's blood glucose was above 150 mg/dl. The customer had the insulin pump in his wet swim trunks. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis. On (B)(6) 2015, the paramedics were called when his blood glucose dropped to 22 mg/dl. He was treated with glucose liquid and refused transport. The customer was not on the insulin pump at the time of the low blood glucose as he had discontinued use after receiving the button error.